Event description:
It was reported that the patient underwent pedicle screw fixation at levels l5-s1 due to degenerative disc disease. Post-op, the implant 'broke into two parts'. The patient had back pain and numbness due to this event. Additional surgery was performed as a result of this event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.